Event description:
Procedure: laparoscopic sleeve gastrectomy. According to the reporter: event occurred on the first firing, in the antrum of the stomach. In this firing, the stapler placed complete rows of well-formed staples and properly divided the tissue with the knife blade. Upon removal of the stapler, the surgeon noticed a small serosal tear on the anterior portion of the stomach, just outside the most lateral row of staples. In addition, there was unanticipated tissue loss on the stomach, at the base of the staple line and directly lateral to the most outside row (3rd row) of staples. The tissue loss was also noticed immediately after the stapler was removed from the patient's cavity. The surgeon imbricated the staple line, encompassing the tear, to reinforce the damaged tissue. The staple line and serosal tear were over-sewed, reinforcing the tissue damage. There was no delay over 30 minutes. No reinforcement material was used.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4)